Event description:
During testing of the unit, the user noted artifacts appearing in the ECG display. There was no effect on any pt. Examination of the unit disclosed a cut in the insulation of the pt cable, and a badly worn input connector. The cause of the wear could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.